Manufacturer narrative:
The technician found the siderail was welded by the account. The technician replaced the siderail assembly to repair the bed.

Event description:
Information received indicates the right siderail assembly will not stay up.